Event description:
It was reported that (2) er420 were used during a laparoscopic donor nephrectomy procedure. It was reported by the rep that the surgeon was going to use the er420 to clip the renal artery. However the clip scissored and slipped off. A second er420 was opened again to clip the renal artery, but the device would not fire at all. It is unknown how the case was completed. There was no consequence to pt.